Event description:
Report received of a nondelivery of dopamine. The pump was programmed to deliver 400mg of dopamine in 250ml of d5w on channel a. The rate of infusion was titrated according to the patient's blood pressure. The patient was checked at the change of shift, and was reported to be doing "okay" with a systolic pressure above 80mmhg. One hour later, it was reported that the patient's blood pressure dropped significantly. The exact readings could not be recalled. Observation of the pump at this time, indicated the pump was on with the intended settings programmed; however, the pump was not delivering. It was unknown if the pump alarmed. The pump rotary knob was reported be loose. The nurse switched the pump. The dopamine drip was resumed and the patient's blood pressure responded quickly. Though requested, there was no further information available.